Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during the case, the surgeon reported sparking from the device tip. The sparking increased when it contacted the pacemaker generator battery. Analysis conclusion: complaint not confirmed: the device functions as expected and met the product specification requirements for both electrical continuity testing and for pull force testing. The complaint could not be recreated for the device sparking issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Additionally, it was found that the device electrode insulation coating is damaged, chipped, however, it cannot be determined when or how the electrode insulation coating was damaged. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink which can cause diminished device performance. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade, and the electrode insulation coating can be compromised. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported sparking from the plasmablade device tip. The surgeon reported the sparking increased when the device came in contact with the generator battery. There was no damage to the battery reported and no patient injury. Additionally, during analysis, it was found that the device electrode insulation coating was chipped, however, it cannot be determined when or how the electrode insulation coating was damaged.